Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after implantation of intraocular lens (iol), during postoperative visit, it was noted that the lens was off-center nasally. The surgeon said that was ok. Additionally mentioned that the consumer was not seeing well, seeing concentric circles, starbursts all the time, cannot read without readers and seeing double at distance. Additional information has been requested and received stating the patient also had glare and there was no improvement in symptoms.